Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl and ketones resulting in an emergency room (ER) visit and subsequent hospitalization. Suspected cause was an unspecified issue with the pump. No issues were observed with the infusion set tubing, cannula or the cartridge in use at the time of the event. Prior to the hospitalization, the customer performed a supply change to address bg. Customer was treated with insulin, analgesics/ pain medication, antibiotics and anti-nausea medication. At the time of the event, the customer had also contracted a renal infection; it was not known whether the renal infection was the cause of the low bgs. At the time of the report, the customer remained in the hospital. Additionally, it was reported that a cartridge alarm (alarm 01) occurred while in the hospital; the alarm did not have any impact towards bg level.